Event description:
It was reported that tubing was leaking and that the leak occurred at the pt side of the dpt. No pt complications were reported.

Manufacturer narrative:
Device has not been returned for evaluation.